Event description:
Patient reported he fell and the pump hit the corner of a table. Patient stated after the impact, the pump display had a crack on the left side of the display and a black spot covered all but a corner of the screen. Patient reported the black spot covers most of the display where the insulin amount is displayed; can see part of a number. Patient reported that at the time of the fall his blood glucose level was a little low but still within his target range; exact values were not provided. Patient stated the fall was not related to his blood glucose level. No adverse event reported. Product was replaced and requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).